Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver fentanyl and marcaine (bupivacaine). Dose and concentration information was unknown. It was reported that, as of (B)(6) 2024, the patient's pump had run dry. The prior managing hcp was unable to fill the pump. At the time of this report, the patient was inpatient and the attending physician wanted the pump permanently turned off. The pump was alarming and had been "dry" for one week. The patient no longer had anyone to fill the pump. Per the patient, they were supposed to see a new physician "on friday". The pump was "discontinued" per the request of the patient and the facility. At the time of this report, the pump status was "implanted-out of service". There were no environmental, external, or patient factors that may have led or contributed to the issue. Surgical intervention did not occur and it was asked but unknown if it was planned. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight was not reported. The patient's medical history included chronic pain. Additional information received on 2024-06-10 indicated that the rep was unaware of the reason for the patient's admission and was not told if any interventions occurred or if the patient was released. The patient was complaining that the alarm had been going off "for a while" and the hospitalist wanted it turned off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Correction: fdd code a1403 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and consumer (con) reporting that there was not a device or refill issue. The healthcare provider (hcp) was not able to acquire the medication to fill the pump.